Manufacturer narrative:
Two chikai 008 guide wires were returned for evaluation. As which guide wire was from which lot was unidentifiable, the returned guide wires were hereinafter referred to as chikai 008 a and chikai 008 b respectively. Chikai 008 a had its shaft fractured at approximately 189cm from the proximal end of the shaft. The location of the fracture was right behind the proximal solder. There was a bend proximal to the fracture end. The fracture surface was stepped and rectilinearly elongated dimples were observed on flat parts of the fracture surface. These findings indicated that repeated bending stress had most likely contributed to the observed fracture of chikai 008 a. Chikai 008 b was also fractured at approximately 189cm from the proximal end of the shaft. The fracture end was severely twisted and had partially stepped fracture surface. These findings indicated that excess torsion applied along with bending stress had contributed to the observed fracture of chikai 008 b. Based on the obtained information and and investigation outcome, it was presumed that torsional and bending stress generated with wire manipulation was locally accumulated on the guide wire likely due to patient anatomy. When the accumulated stress exceeded the product's design limit, it made the guide wire to fracture and separate. It was concluded that this event was not attributed to product quality.

Manufacturer narrative:
Manufacturing site: (B)(4). Device investigation could not be performed because the device was not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and referring to known similar events, it was presumed that torsional or bending stress generated with wire manipulation was locally accumulated on the guide wire likely due to patient anatomy. When the accumulated stress exceeded the product's design limit, it made the guide wire to fracture and separate. It was concluded that this event was not attributed to product quality. The instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip. Otherwise, the guide wire may be damaged and/or vessel trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; [warnings] when torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. It may be damaged including separation or the like, which may injure the blood vessel or leave fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (up to 720°) in the same direction; [precautions] do not repeatedly bend and stretch the same position of the guide wire, or continuously turn it in a curved vessel for a long period of time; and, [malfunction and adverse effects] damage such as separation.

Event description:
It was reported that the tip of an asahi chikai 008 guide wire detached during catheterization to treat a dural arteriovenous fistula. The guide wire was advanced through a 1.5 fr. Microcatheter. When torque was applied on the guide wire, the wire tip detached. It also occurred to the second chikai 008 guide wire (different batch). An unspecified guide wire was used to complete the procedure. Although the procedure was prolonged for 20 minutes, there were no adverse patient effects associated with this event. This report is about the first chikai 008 guide wire.